Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while inserting the monofocal intraocular lens (model pcb00 +11.5 diopter) into the eye, the haptic would not unfold. The lens was removed. There was patient contact. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 02/23/2018. Device evaluation: the lens was returned to the manufacturer. The plunger of the device delivery system was observed in the advanced position. The cartridge was correctly engaged into lower body of the pcb00 delivery device. Neither assembly error nor a defect related to manufacturing process was observed. Visual inspection was performed at 10x microscope magnification. Lack of lubricant material was observed in the device. The lens was stuck in the cartridge tube with the haptic not folded. The reported issue was verified. However, the condition of the returned lens is consistent with a product that was handled and prepared for a surgical process. Manufacturing record review: manufacturing record review and related documents revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.